Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the door not fully latched caused by a failed upper hook switch. The upper auxiliary assembly (containing the hook switch) was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was reported that there was no pt injury.